Event description:
It was reported that intraoperatively, the indigo attachment had an alleged defect with no customer comments. There was no patient impact.

Manufacturer narrative:
H3: analysis found pre-repair temperature check performed at 60k rpm and after 5 minutes the distal temperature was 96f, the middle 97f and the base's one 90f. It was difficult to insert the burr due the corroded bearings. During the test the burr didn't turn straight, it was wobbling. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.